Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument to perform failure analysis. The instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire did not show damage.

Event description:
It was reported that during a da vinci-assisted transabdominal preperitoneal (tapp) ventral hernia repair procedure, a cable on a force bipolar instrument broke. A fragment broke off and fell inside the patient. It was also reported that a fragment was hanging off the instrument and the customer had trouble removing the instrument. The surgeon used a suture needle driver instrument to break off the hanging piece and to ensure the force bipolar instrument could be safely removed. The surgeon retrieved the broken off fragment immediately during the same surgical procedure.